Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Problem of lead suture broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the suture broke and the needle was stuck in the capio carrier. The procedure was completed with another capio slim device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
UDI= (B)(4). Analysis of the returned capio slim device could not confirm the reported event. The returned suture capturing device did not have any visual failure nor functional issues. Upon visual inspection, the carrier was actuated three times and it extended and retracted without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot and it could be removed from the carrier. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that one similar complaint exists for the specified batch. The returned device showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause classification is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the suture broke and the needle was stuck in the capio carrier. The procedure was completed with another capio slim device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.